Manufacturer narrative:
Date of the event (B)(6) 2015 is an estimate. Other applicable components are product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neuro stimulator (ins). It was reported that the patient's device had not working since 2015. The hcp stated that patient turned the device off to travel but when they attempted to turn it back on there was a problem. The hcp indicated that both the patient programmer (pp) and the ins were not working and patient stated that they had to go somewhere to get a special battery. MRI guidelines were given and it was reviewed that it could not be verified with pp that ins was turned off. It was noted that the patient did not have a managing hcp. The hcp inquired about next steps in order to get the patient scanned, stating the patient had turned the ins off, and it had been off for a while but they could not turn it back now and patient was indicating that they lost their programmer. It was reviewed that patient could have a pp replacement provided and also arrange to have a manufacturer's representative (rep) come and interrogate the ins and verify it was off. It was reviewed that depending on the issue was with turning the issue turning the ins on, the ins may possibly be depleted and at that point, neither the pp nor the physician programmer would communicate with the device either and that the patient would need to see a physician. It was noted that the rep would meet with the patient the following day to see if they could read the device with the physician programmer. The hcp asked if the patient could still have the scan if the battery was dead, and it was reviewed that yes because a dead battery means there is no output. The caller wanted to know how for sure they would know that it was dead, and it was reviewed that the implant was on the longer side, and if they were able to estimate settings, then we can estimate longevity. The hcp was to talk to the rep the following day. The technical services specialist reviewed that there would be possible undesired stimulation/shocking/jolting if ins was left on during the scan and the hcp indicated that they had seen that one time before and they pulled the patient out of the machine right away. The hcp did not have any further information about this event as it was a while ago and indicated it was a cardiac pacemaker. No patient symptoms were reported. No further patient complications were reported /anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient thinks the circumstances that led to the implantable neurostimulator (ins) and programmer not working, can't turn ins on, and the poor communication was the ins died. No steps were taken (or planned) to resolve the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient regarding their ins battery no longer working. They reported that a manufacturer representative had come out to an MRI appointment and confirmed that the device was off and at eos (end of service).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had not used the stimulation therapy in ¿probably 2 years¿ and they turned the stimulation off when they were traveling and noticed that it didn¿t make much difference with the therapy off so they just had not turned it back on since. The patient synced with their programmer and the programmer showed stim off; the patient was getting poor communication on the programmer with and without the antenna. It was noted the patient was implanted in 2009 and it was suggested that they have their ins battery tested. The patient did not intend to use the device again. The patient was getting an MRI of their head that was unrelated to the stimulator. No further complications were reported/anticipated.